Event description:
It was reported that on (B)(6) 2019, the ipg pocket was revised due to pain at the ipg site. No product was implanted or explanted. Therapy was re-established post-op. The issue was resolved.